Event description:
It is reported that a screw is pushing through a nerve and the patient is experiencing pain and numbness on the right following implantation of custom temporomandibular joint implants on the right side. Analysis of post-operative scans taken five (5) days following implantation indicates that a screw is positioned at the entrance of the mandibular canal and protrudes 2mm through the lingual side, pushing on the nerve. The patient has been prescribed clonazepam, amitriptyline, carbamazepine for the treatment of nerve pain. If medication is unsuccessful in controlling the patient¿s pain, a revision will be performed to replace the affected screw with a screw of a different length. No revision is scheduled at this time. No additional patient consequences have been reported.

Manufacturer narrative:
The following fields were updated: patient identifier; date of this report; describe event or problem; relevant tests/laboratory data, including dates; other relevant history; date received by manufacturer; type of report; follow up type; patient code; additional narratives/data.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2020-00288 and 0001032347-2020-00290. Concomitant medical products: custom made device carmen right pm-tmj & model, part# tmjpm-3023, lot# 985180a. 2.4mm system high torque (ht) cross-drive screw 2.7mm x 8mm, part# 91-2708, lot# ni. 2.4mm system high torque (ht) cross-drive screw 2.7 x 10mm, part# 91-2710, lot# ni. User facility is foreign; therefore, a facility medwatch report will not be available. Report source: foreign country: (B)(6).

Event description:
It is reported that a screw is pushing through a nerve and the patient is receiving prescription medication for nerve pain approximately four weeks following implantation of temporomandibular joint implants on the right side. The patient has been prescribed clonazepam, amitriptyline, carbamazepine for the treatment of nerve pain. If drugs are unsuccessful in controlling the patient¿s pain, a revision will be performed to replace the affected screw with a screw of a different length. No revision is scheduled at this time. No additional patient consequences have been reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint is confirmed. The devices were not returned for investigation as the devices remain implanted. No functional testing or visual evaluation could be conducted. The design and manufacturing vendor was notified of the complaint and completed an investigation. It is stated that the mandible component was designed with no screw interference with the nerve. The closest bicortical screw to the nerve in the mandible was measured at 3.1mm digitally, which adheres to the minimum design requirement of at least 2mm away from the nerve. Patient scan data was taken on (B)(6) 2020, parasolids were approved on (B)(6) 2020, and the case was built on 16 apr 2020. There is no failure mode identified by the vendor. The most likely underlying cause cannot be determined. Per the investigation from the vendor, the cause does not appear to be related to the design. There are no indications of manufacturing defects. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
This follow-up report is being submitted to relay additional information.